Manufacturer narrative:
The information received in the cec adjudication notes indicates that the cardiac enzymes were elevated post procedure meeting the definition of arc [peri-procedural pci] and hence adjudicating a status of agree. Therefore, myocardial infarction is reported at this time. Past medical history that increases this patient's risk for mace includes previous pci, family history of coronary artery disease, hypertension, myocardial infarction, congestive heart failure, chronic pulmonary disease, hypothyroidism, allergy, recent hospitalization for anaphylaxis and hypotension. The indication for the index procedure was a non st-segment elevation acute coronary syndrome. Pci was first performed on a 70% de novo lesion in the proximal lad of greater than 30mm in length that extended to the distal portion of the vessel. The (type a) lesion was not calcified or tortuous. A 3.0x23mm, 3.5x8mm, 2.5x8mm, 3.5x13mm, and a 2.25x13mm cypher stents were implanted overlapping each other by direct stenting. Timi 3 flow was recorded pre and post-procedure, respectively. The residual diameter stenosis measured 0%. According to the IFU, this product is indicated for use in discrete lesions equal to or less than 30mm in length. Pci was performed next on a 70% de novo lesion in the distal rca of unknown length and diameter. The (type a) lesion was not anatomically complex. A 2.5x28mm cypher stent was deployed at 10 atm by direct stenting. The rated burst pressure indicated in the IFU is 16 atmospheres. Post-dilatation was performed with a 3.5x15mm balloon at 24 atm because the stent was not fully expanded. Timi 3 flow was recorded pre and post-procedure, respectively. The residual diameter stenosis measured 0%. The IFU indicates that cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. The product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action (inherent risk of the procedure) combined the patient's acute mi presentation and procedural factors (multiple stent deployment by direct stenting, long lesion) may have contributed to the elevated enzymes meeting the arc definition of a post-procedural mi. This is one of six devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2010-00202, 3003742446-2010-00203, 3003742446-2010-00204, 3003742446-2010-00205, 3003742446-2010-00206 and 3003742446-2010-00207.

Manufacturer narrative:
The reason for intervention was non st segment elevation acute coronary syndrome. Pci was first performed on a 70% de novo lesion in the proximal lad of greater than 30mm in length that extended to the distal portion of the vessel. The (type a) lesion was not calcified or tortuous. A 3.0x23mm cypher stent was first deployed at 16 atm by direct stenting. Post-dilatation was performed with a 4.0x20mm balloon at 16 atm because the stent was not fully expanded. Then a 3.5x8mm cypher stent was deployed 12 atm, proximal to and overlapping the previous stent, by direct stenting. Then a 2.5x8mm cypher was deployed distal to the initial stent at 12atm by direct stenting. Then a 3.5x13mm cypher stent was deployed distal to the initial stent at 12 atm, overlapping the previous stent. Then a 2.25x13mm cypher stent was deployed at 12 atm by direct stenting, distal to the initial stent and overlapping the previous stent. Timi 3 flow was recorded pre and post-procedure, respectively. The residual diameter stenosis measured 0%. Pci was performed next on a 70% de novo lesion in the distal rca of unknown length and diameter. The (type a) lesion was not anatomically complex. A 2.5x28mm cypher stent was deployed at 10 atm by direct stenting. Post-dilatation was performed with a 3.5x15mm balloon at 24 atm because the stent was not fully expanded. Timi 3 flow was recorded pre and post-procedure, respectively. The residual diameter stenosis measured 0%. The patient also died approximately nine days post the index procedure. The cause of death on the death certificate is ventricular tachycardia secondary to respiratory failure and hypertrophic cardiomyopathy. The patient was still hospitalized when she died. She was originally admitted for chf/copd exacerbation and was enrolled in the cypress study once she was stabilized. She remained hospitalized due to those pre-existing conditions and was supposed to be discharged to a rehab facility since her condition had improved significantly. However, she then developed acute respiratory distress and was diagnosed with sepsis, pneumonia and urinary tract infection which were treated with IV antibiotics. After a few days of treatment, she was considered stable and was supposed to be discharged to a rehab facility as soon as a bed became available. However, she then experienced pulseless ventricular tachycardia and was pronounced dead after resuscitation efforts were unsuccessful. Concomitant medications: pre-procedure medications included aspirin, clopidogrel, lasix, protonix and ace-inhibitors. Intra-procedure medications included aspirin, clopidogrel and angiomax. Post-procedure included aspirin, clopidogrel, lasix, protonix and ace-inhibitors. Concomitant medications (01/01/2010): 4.0x20mm balloon, 3.5x8mm cypher, 2.5x8mm cypher, 3.5x13mm cypher, 2.25x13mm cypher, 2.5x28mm cypher and 3.5x15mm balloon. This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of six devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2010-00202, 3003742446-2010-00203, 3003742446-2010-00204, 3003742446-2010-00205, 3003742446-2010-00206 and 3003742446-2010-00207.

Event description:
The complaint received for (B)(4) study reported per the (B)(6), the cardiac enzymes were elevated post procedure meeting the definition of arc[peri-procedural pci] and hence adjudicating a status of agree.

Manufacturer narrative:
Addendum ((B)(4) 2012): according to the angiographic core lab (2), it was reported that there was no reflow present after initial pre-dilation in the mlad that was treated with first cypher stent. As per cath report, the non-cordis balloon was used to pre-dilate the lesion. It was reported that the dissection was observed following the procedure which required 5 cypher stents to cover the lesion. Based on the available information, the coronary artery dissection was occurred somewhere around the implant of the first cypher stent. Cath report revealed no dissection following the index procedure, but angiographic core lab reported dissection. The dissection was not observed in the final. No additional information was provided. Please note that the type of reportable event has been checked as a serious injury as coronary artery dissection required implantation of cypher stents to cover the lesion. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered a coronary artery dissection and a peri-procedural mi, cardiopulmonary arrest, ventricular tachycardia and stent thrombosis. This was a (B)(6) female with medical history including non st segment elevation acute coronary syndrome for pci intervention, angina (within past 6 weeks), family history of coronary artery disease, hypertension, myocardial infarction ((B)(6) 2010), congestive heart failure, chronic pulmonary disease, hypothyroidism, allergy, and recent hospitalization for anaphylaxis and hypotension. The indication for the index procedure was nstemi five days prior to procedure although angina status was none at the time of the index procedure. The index procedure was delayed after the nstemi due to treatment of chf and copd exacerbation, this included bi-pap, nebulizer, steroids and diuretics. The patient remained in ccu until hemodynamically stable and ready for angiography. On (B)(6) 2010, the patient denied chest pains and angiography revealed a 70% stenosis in the proximal lad extending to distal portion of vessel and a 70% stenosis of the distal rca. The index procedure was performed to treat two target lesions. The first lesion treated was the lad. A total of five study stents were placed overlapping to completely cover the lesion. No reflow was noted in the mid lad after the initial pre-dilation and then the first stent was placed. The no reflow was improved after the initial stent placement; however, proximal and distal dissections were noted. The dissections were treated by further stent implantation totaling five stents in the lad vessel. The site reported a 0% residual stenosis, no dissection and timi 3 flow. The second site treated was the distal rca. A single study stent was implanted successfully. The site reported a 0% residual stenosis, no dissection and timi 3 flow. Pre-procedure the ck was 82, the ckmb was not tested and the troponin was 0.24. Post procedure the ck was 106, the ckmb was not tested and the troponin was 0.34. The following day the ck was 124, the ckmb was not tested and the troponin was 0.72. No further enzymes are available. The core ECG lab reported uninterpretable ECG due to inadequate tracing quality secondary to severe artifact and missing data. Post procedure the patient was chest pain free. The plan was for discharge on (B)(6) 2010; however, the patient once again developed respiratory distress. The diagnosis was chf vs copd and she was treated with bi-pap and medications. The cxr from (B)(6) 2010 revealed acute respiratory failure secondary to chf. The physician progress note from (B)(6) 2010 reported that the patient was significantly improved, off bi-pap and without respiratory distress. The cxr from (B)(6) 2010 revealed a new right lower lobe infiltrate. The pulmonary progress note reported sepsis and antibiotic therapy was initiated. On (B)(6) 2010, the patient was found unresponsive and in pulseless vt (ventricular tachycardia). Code blue/acls protocols were initiated. Initial positive response was obtained with resuscitative efforts; however, the patient's condition deteriorated again and efforts were not successful. The site reported the cause of death was non-cardiac due to respiratory failure. No autopsy was performed. The death certificate reported the immediate cause of death was vt due to, or as a consequence of respiratory failure secondary to copd and hypertrophic cardiomyopathy. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15070794 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Thrombosis is a known potential adverse event associated with drug eluting stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Eluted drugs inhibit epithelialization in an effort to prevent restenosis. Dual anti-platelet therapy is used to assist in the prevention of thrombus on the inside of the stent, secondary to platelets attaching to the disturbed intimal layers and metal stent struts post stent implantation. Arrhythmia is a known potential adverse event associated with coronary stent implantation and is listed in the IFU as such. There is no sterile lot number information available thus no DHR could be performed. No corrective action will be taken at this time. The inherent changes in coronary blood flow associated with invasive and interventional procedures may contribute to disturbances in the normal cardiac electrical functioning resulting in arrhythmias. In this case, the index lesion was in the rca and lad in the face of a nstemi, making the patient much more prone to ischemic related arrhythmias. Death, from ischemic heart disease, is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death.

Manufacturer narrative:
Additional information was received from the clinical events committee (cec) regarding its adjudication of the reported events. The information received in the cec adjudication notes agrees with sub-acute stent thrombosis (protocol definition) related to procedure and related to device. The cec also agrees with probable stent thrombosis (arc definition) related to procedure and related to drug. According to protocol definition: any death not attributed to a non-cardiac cause in the first 30 days, or any q-wave myocardial infarction in the territory of the stented vessel in the first 30 days was considered a surrogate for stent thrombosis. Additionally, the notes indicate that the patient experienced ventricular tachycardia, cardiac arrest resulting in death approximately one week after implantation of several cypher stents. The patient was a (B)(6) woman with a history of hypertension, previous mi, chf (nyha class unknown with lvef >50%), severe left ventricular hypertrophy, and copd, who presented with a 70% stenosis in the proximal lad extending to the distal portion of the vessel (length>30mm) and a 70% stenosis in the distal rca. The site reported that the patient was diagnosed with a nstemi 5 days prior to procedure, but did not have procedure right away due to chf and copd exacerbation. She was placed on bipap, nebulizer, steroids, and diuretics. The patient stayed in the ccu until she was hemodynamically stable and ready for angiography. Six days later, she underwent the index procedure with treatment of two target lesions. The first lesion in the in the lad was treated with placement of five study stents in overlapping fashion to fully cover the lesion. The site reported a 0% final residual stenosis with no dissection and timi 3 flow. The second target lesion in the distal rca was treated with placement of one study stent. The site reported a 0% final residual stenosis with no dissection and timi 3 flow. The ECG core lab reported uninterpretable ECG due to inadequate tracing quality because of severe artifact and missing data, indicating that the follow-up tracings were not 12-lead ecgs. Post-procedure, the patient was chest pain free. Previous information received in the first cec adjudication notes indicates that the cardiac enzymes were elevated post procedure meeting the definition of arc [peri-procedural pci] and hence adjudicating a status of agree. Therefore, myocardial infarction was reported at that time. Clinically, she was improving; the plan was to discharge her. However, four days after the index procedure she developed respiratory distress with oxygen saturation decrease to 80%. She received oxygen via nrb and further was placed on bipap. The progress note reported elevation of bnp and the diagnosis at that time was sob secondary to chf vs copd. She also experienced tachypnea and tachycardia with heart rate of 120 beats per minute. A chest x-ray showed no significant pleural effusion and clear lungs. The pulmonary consultation the following day reported acute respiratory failure secondary to chf. The cardiology progress note a day later reported that the patient significantly improved. She was off bipap with no respiratory distress, her heart rate was 118 beats per minute, and her lungs were clear. Eight days after the index procedure, a chest x-ray revealed new right lower lobe infiltrate, as reported in the progress note. The pulmonary progress note reported sepsis, which required administration of antibiotics. The following day, the patient was found unresponsive. CPR was initiated, and code blue was called. The patient was diagnosed with ventricular tachycardia. The acls measures were initiated. A series of defibrillations was performed, the pulse was temporarily obtained, and amiodarone was started. However, the patient's condition deteriorated again. She was defibrillated multiple times without success and the patient was pronounced dead. The site reported that the cause of the death was non-cardiac due to a respiratory failure. No autopsy was performed. The death certificate reported that the immediate cause of the death was ventricular tachycardia due to, or as a consequence of respiratory failure secondary to copd and hypertrophic cardiomyopathy. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that the lots of product met all requirements per the applicable manufacturing quality plan. Myocardial infarctions, cardiac arrhythmias, thrombotic events and cardiac arrest leading to death are potential adverse event associated with coronary artery stenting. Based on the information provided, it is not possible to determine if a relationship exists between the cypher stents and the events reported. However, the patient's severe left ventricular hypertrophy in conjunction with an extensive medical history may have contributed to these events. This is one of six devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2010-00202, 3003742446-2010-00203, 3003742446-2010-00204, 3003742446-2010-00205, 3003742446-2010-00206 and 3003742446-2010-00207.